Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing on electrograms (egm). At device classified termination of events, atrial arrhythmia appears to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.